Event description:
As reported by an edwards lifesciences field representative, after a successful right transfemoral tavr procedure, the tip of the 16fr esheath+ was noted to be torn. There were no missing pieces of the sheath. The patient did not experience any injuries.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device was discarded at the hospital.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: additional information added to d.4, additional information added to h.4, corrected h.6 component code, corrected h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions, additional information added to h.10. The esheath+ was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for torn distal tip of the esheath+ was unable to be confirmed due to no imagery/device provided. While a definitive root cause was unable to be determined, previous investigation by edwards lifesciences indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the sheath distal tip tear. Additionally, it was reported that mild tortuosity and minimal calcification were present in the patient's access vessel. If the calcification and tortuosity were present near the aortic bifurcation, it is possible that the sheath may be subjected to sub-optimal angles that can lead the valve to catch onto the tip and tear it as it is advanced. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification). However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment escalation is required at this time.